Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced possible occasional undersensing. It was further reported that the icm experienced oversensing, possibly due to external noise, possibly causing device to detect rhythm as tachycardia. The device remains in use. No patient complications have been reported as a result of this event.